Event description:
A (B)(6), female, patient, called zoll customer service support to report that the screen on her battery charger/modem flashed and then would not power up. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of the battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the charger/modem was not powering up. The battery charger/modem failed a flash test. The cause for the test failure and power-up failure was isolated to a defective u104 pxa processor in the c/a board. The root cause for the defective u104 component could not be positively identified. No adverse event resulted from the defective u104 component. The patient received a replacement battery charger.